Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and device breakage ("fractured implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and pelvic pain ("pelvic pain"). The patient was treated with surgery (she underwent a total hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that the essure device was successfully occluded. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ left essure not visualized') and device breakage ('fractured implant') in a 50-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2008, polycystic ovarian syndrome (surgery on (B)(6) 2017), mammogram, polycystic ovarian syndrome, breast reduction, colonoscopy, d & c, pih pregnancy induced hypertension, gravida ii, parity 1, nicotine dependence, tubal ligation, painful intercourse (3 months out from robotic hysterectomy) and erythema (after robotic hysterectomy). Concurrent conditions included hypertension, menstruation irregular, amenorrhoea, vaginal discharge, pap smear abnormal, human papilloma virus infection, ovarian cyst, arthralgia, knee swelling, osteoarthritis, chronic sinusitis, rheumatoid arthritis and constipation. Family history included diabetes mellitus and ischemic heart disease. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as benazepril from (B)(6) 2017 to (B)(6) 2017, cefalexin (keflex), codeine phosphate;paracetamol (tylenol with codeine), diclofenac sodium, ferrous sulfate, ketorolac from (B)(6) 2016 to (B)(6) 2017, methyldopa since 2012, minerals nos;vitamins nos (prenatal vitamins) in 2012, naproxen since 2012, nsaids since 2013, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2013, sennoside a+b (senokot) in 2012 and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, dyspareunia, abdominal pain, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure explant date (previously reported) (B)(6) 2016 and (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that the essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2016: right essure identified, left essure not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: plaintiff fact sheet received. Outcome for pain and abnormal bleeding were recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ left essure not visualized') and device breakage ('fractured implant') in a 50-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2008, polycystic ovarian syndrome (surgery on (B)(6) 2017), mammogram, polycystic ovarian syndrome, breast reduction, colonoscopy, d & c, pih pregnancy induced hypertension, multigravida, parity 1, nicotine dependence, tubal ligation, painful intercourse (3 months out from robotic hysterectomy) and erythema (after robotic hysterectomy). Concurrent conditions included hypertension, menstruation irregular, amenorrhoea, vaginal discharge, pap smear abnormal, human papilloma virus infection, ovarian cyst, arthralgia, knee swelling, osteoarthritis, chronic sinusitis, rheumatoid arthritis and constipation. Family history included diabetes mellitus and ischemic heart disease. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as benazepril from (B)(6) 2017 to (B)(6) 2017, cefalexin (keflex), codeine phosphate;paracetamol (tylenol with codeine), diclofenac sodium, ferrous sulfate, ketorolac from (B)(6) 2016 to (B)(6) 2017, methyldopa since 2012, minerals nos;vitamins nos (prenatal vitamins) in 2012, naproxen since 2012, nsaids since 2013, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2013, sennoside a+b (senokot) in 2012 and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure explant date (previously reported) (B)(6) 2016 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that the essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2016: right essure identified, left essure not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: plaintiff fact sheet and medical records were received. Added following events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression and mental anguish. Medical history, concurrent condition and concomitant medication were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ left essure not visualized') and device breakage ('fractured implant') in a 50-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2008, polycystic ovarian syndrome (surgery on (B)(6) 2017), mammogram, polycystic ovarian syndrome, breast reduction, colonoscopy, d & c, pih pregnancy induced hypertension, gravida ii, parity 1, nicotine dependence, tubal ligation, painful intercourse (3 months out from robotic hysterectomy) and erythema (after robotic hysterectomy). Concurrent conditions included hypertension, menstruation irregular, amenorrhoea, vaginal discharge, pap smear abnormal, human papilloma virus infection, ovarian cyst, arthralgia, knee swelling, osteoarthritis, chronic sinusitis, rheumatoid arthritis and constipation. Family history included diabetes mellitus and ischemic heart disease. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as benazepril (B)(6) 2017, cefalexin (keflex), codeine phosphate;paracetamol (tylenol with codeine), diclofenac sodium, ferrous sulfate, ketorolac from (B)(6) 2016 to (B)(6) 2017, methyldopa since 2012, minerals nos;vitamins nos (prenatal vitamins) in 2012, naproxen since 2012, nsaids since 2013, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2013, sennoside a+b (senokot) in 2012 and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure explant date (previously reported) (B)(6) 2016 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that the essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2016: right essure identified, left essure not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New events added: abdominal pain, dyspareunia (painful sexual intercourse). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and device breakage ("fractured implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and pelvic pain ("pelvic pain"). The patient was treated with surgery (she underwent a total hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.